Manufacturer narrative:
Although it has been reported that the used device was disposed of at the hospital and will not be returned, an investigation into the event is being conducted. Upon conclusion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
As reported by hospital, the patient had a skin site-reaction (dermatitis) where the PICC device lay on the skin. The rash healed as soon as the PICC was discontinued. Per the physician, no medication was given for the rash. The used catheter was disposed of at the hospital and will not be returned.